Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for four pt samples when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results for two of the four were reported out of the lab. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury as a result of this event. This event 2 of 4 events reported by the customer. This MDR is concerning pt #2 tested on (B)(6) 2010. The initial erroneous test results were reported out of the lab. Affect to pt treatment is unk.

Manufacturer narrative:
Samples were collected in 13x100mm plastic lithium heparin plasma tubes. Samples were centrifuged for eight minutes at 3900 at room temperature in a swinging bucket centrifuge. Quality controls (qc) was within the customer's established ranges prior to and after the event. Specific qc data and system info was not supplied. On (B)(4) 2010, the field service performed a high sensitivity system check which passed within instrument specs. Performed a precision test using the samples in question; all testing passed within range and had low %cv (coefficient of variation). There were no hardware issues identified. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This MDR represents event 2 of 4 reported by this customer. The related mdrs that have been reported are: MDR 2122870-2011-03429, 03431, 03432.